Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, that the handle of the following screwdrivers; (2) ball hex screwdriver, (2) flexible hexagonal screwdriver, screwdriver t25 l380, stardrive screwdriver t25, hammer (2) and slide hammer for hammer guide (2) leaves an oily deposit in the bottom of the boxes. The sterilization engineer had the screwdrivers cleaned alone and pack them into individual bags. The oily stains are reappeared in a few hours. No patient consequence reported. This complaint involves ten (10) devices. This report is 1 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. DHR review was attempted. A DHR review can not be performed as the lot # 2589045 does not correspond to a tuttlingen device the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: DHR review was completed. Part: 399.420 , lot: 2589045 , manufacturing site: bettlach , release to warehouse date: 20.apr.2010 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. Investigation flow: damage-visual appearance not as expected: device inspection: the returned device was examined and slight wear appeared on shaft and handle of the device. The impaction surface is dented and worn, consistent with multiple impactions from use. The handle is discolored and faded, with wear around the edges. The worn condition observed resulted in slight fading of etch on the handle. No other issues were observed. No residue was present on the device. Does received condition agree with the complaint description? No, device has signs of wear in the form of discoloration, worn edges and faded etch. Was the complaint condition confirmed? Yes . Conclusion: although no residue was present on the device, the complaint condition was confirmed as the device was returned with a worn and discolored handle. After a visual inspection per guidance provided in document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.